Event description:
Per the surgeons' report, the pt's device was explanted october 25, 2007 due to a severe wound infection. Allergy testing was done in 2008 with all test results negative. The pt was reimplanted with a new device the same month.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.